Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drill bits snapped in half while drilling holes during the case.

Manufacturer narrative:
No products were available for return as they had been discarded. There was no product lot number available but we were provided with the two product codes. A worldwide complaint database search on the two product codes did identify previous complaints for drills breaking but these were attributed to user error, misuse or product worn from normal use. Without the product or product lot numbers it is not possible to determine how or why the products broke. No further investigation can be undertaken without further information. The complaint shall be closed with an unjustified conclusion and a root cause of undetermined, insufficient information. The complaint category shall be monitored through the companies trending and post market surveillance activities. Should any further information be provided relating to this case then further investigation may be undertaken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.